Manufacturer narrative:
Additional information: beckman coulter customer product line support (cpls) laboratory analyzed the customers archive data files. The patient samples received were tested prior to and after centrifugation, results were reproducible and non-reactive. Cpls was unable to reproduce the reported incident or demonstrate a reagent issue. A definitive cause of the incident is undetermined. Beckman coulter, inc. Continues to track and trend any incident related to this issue.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance b (pm-b). The fse adjusted ultrasonics for reagent pipettor #2. The adjustment was repeated several times, but did not meet specification. The fse was able to obtain three consecutive acceptable values. System check failed the unwashed mean and coefficient of variation (cv). The fse indicated carryover test passed and high sensitivity (hs) system check passed but with an outlier. The fse verified the pipettor valves and connections and after making fresh 1:501 system check solution, the unwashed check portion passed. The instrument conformed to the manufacturer's published performance specifications. The customer indicated quality control was within the laboratory's acceptable ranges. All required maintenance was performed including special clean. The laboratory utilizes becton dickinson (bd) serum separator tubes for sample collections. Patient samples were centrifuged at 3,500 rpm (revolutions per minute) for ten minutes at ambient temperature. The customer stated patient samples were fresh, and the laboratory processed the samples upon receipt. The customer-supplied data indicates quality control (qc) was performed irregularly. A review of the qc data indicates multiple qc samples were outside the customer's established limits between (B)(6) 2012. The lack of qc system flags on failed qc samples indicates the customer did not have appropriate ranges set at the time of qc failure. The customer sent patient samples to beckman coulter customer product line support (cpls) europe for further investigation. All related medwatch reports associated with this event: 2122870-2012-01711, 2122870-2012-01712, 2122870-2012-01713, 2122870-2012-01714, 2122870-2012-01710, 2122870-2012-01715, 2122870-2012-01716.

Event description:
The affiliate stated the customer reported falsely elevated and non-reproducible troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for multiple patients, involving unicel dxi 600 access immunoassay system. The customer stated samples were inspected for clots and some were re-centrifuged and reanalyzed with significantly lower results. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. This is report one of seven referencing patient #1. The customer stated an alternate au680 clinical chemistry analyzer detected clots in approximately twenty patient samples within the last three months. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.